Event description:
The customer reported the ventilator would not operate on ac power. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the power supply to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. Some of the readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 386 mg/dl, 166 mg/dl, 105 mg/dl, 368 mg/dl and 179 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.